Event description:
Baxter reported that there's 1 cm of air in the system behind 3-5cm solution in the tubing. Air was in the set between pump and pt. No pt injury or medical intervention was reported. No additional information was available.